Manufacturer narrative:
(B)(4). Date sent to the FDA: 2/18/2021. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: on what tissue was the suture placed? Seemed to have been in the adipose/subcutaneous layer with symmetric. Were there any pre-existing signs/symptoms of active infection prior to the index surgical procedure? We were told no. If applicable, will product be returned, return date, tracking number. N/a we do not have the product to return. The device is not being returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure. Date and name of the index surgical procedure. The diagnosis and indication for the index surgical procedure. On what tissue was the suture placed? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Date (# of post-op day) of onset of infection from the index surgical procedure? Were there any pre-existing signs/symptoms of active infection prior to the index surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were there any changes to post-op cleansing procedures or products? Were cultures performed? If yes, results? Was any medical (medications) or surgical intervention performed for the patient? If yes, please describe. What is the lot number of the device used on the patient? If applicable, will product be returned, return date, tracking number. What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported that the patient underwent an unknown knee surgery on an unknown date and barbed suture was used. The patient experienced infection and irritation post-op. The healthcare professional reported that one recent change was using the barbed suture and they are not sure what the root cause is at this time. Additional information has been requested.